Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that mis-deployment of stent occurred. The target lesion was located in the common and external iliac artery. A 12x40x75 epic stent was advanced to treat the lesion. However, during procedure, the stent was mis-deployed. The stent was retrieved surgically and the stenosis was left as is. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent was deployed in an unintended segment of the vessel which was not sized appropriately for the stent causing malaposition to the vessel wall.